Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2014). The patient¿s meter has been returned on 11/7/2014 and evaluated by lifescan product analysis on 11/12/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/06/2014). The patient¿s test strips have been returned on 11/24/2014 and evaluated by lifescan product analysis on 11/26/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that they obtained an unknown error message on their onetouch verioiq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the product issue began 2-3 weeks prior to contacting lfs. The patient manages their diabetes with a combination of medication, specifically humalog insulin and glucophage. The patient reported developing symptoms of ¿nervous and sweating¿ 10-15 minutes after the product issue began. The patient reported increasing their food/drink intake but the date of this action is unknown. The alleged issue was resolved with troubleshooting, replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged product issue began.